Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 0.014 zinger guidewire was able to be passed through the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty placing the lead. The guidewire was difficult to operate in the lead and the lead could not be manipulated to the target vein. The lead was not implanted. No patient complications have been reported as a result of this event.